Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Manufacturing documents were reviewed and no complaint related issues were found. The investigation of the distractor in question confirms that the adjustable foot no longer can hold the original position. There is evidence that the defect has resulted from normal wear and tear. In addition, the investigation of the material and original documents has shown that the distractor in question was produced in accordance with the relevant specifications and since then has been in regular use. No product defect could be determined.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was noted on an unknown date that one side of the tip of the device is loose. The little feet should hold each position. One foot, however, always tilts under. It is unknown where this was discovered. This is report 1 of 1 for complaint (B)(4).